Event description:
Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2012 reporting an alarm and the cg changed out the solution bag only. Ps advised the cg that it is not recommended to change out partial supplies and the cg should change out all the supplies due to risk of contamination. The cg understood. The cg stated the home patient (hp) completed therapy on the cycler. Product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the caregiver (cg) changing out the solution bags only. Ps advised the pdn that it is not recommended to change out partial supplies due to risk of contamination and if she felt the they needed additional training to let them know. The pdn stated the hp was doing fine with therapy on the cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report for a use error-changing out only the solution bag was confirmed. The root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.